Event description:
It was reported that approximately twenty four hours after implant the right ventricular (rv) lead exhibited undersensing and appeared to have moved. The rv lead was re-positioned, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: vedr01 ipg implanted: (B)(6) 2015. (B)(4).